Event description:
The ussc sales rep received a call from patient. G.c. Had colon surgery in april or may 2000 by dr. Pt states becoming septic(septic shock), after the procedure. Surgeon stated to the rep that he thought the instrument misfired. Staples did not completely fire and were misaligned. Surgeon oversewed anastomosis line with one suture. Per rep, dr stated the anastomosis line looked off.